Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to iris cable disconnection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source bulb is too bright. The customer changed the non-olympus bulb to an olympus bulb; however, the issue persisted. The event occurred during procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device history record. A review of the device history record found the device confirmed to the specifications prior to shipment. Based on the results of the investigation, the repair found that the iris cable was detached. It is likely that the cable not being connected properly led to the malfunction. Olympus will continue to monitor the field performance of this device.